Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported error. The log files for error 66 pointed to the vent valve, to fix the issue the fse replaced the vent valve and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an error #37 and a system failure fifty six times. It is unknown under which circumstances this event occurred; however there was no patient involvement.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h10.

Event description:
N/a.